Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening device on anterior side assessed as unidentified (tear) opening. Additional observations: brown particles inside of the device. Crease fold observed. Wear abrasion observed.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.